Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of contamination. The reported event was confirmed via testing which revealed a broken pin on power port two (ps2) of the controller. Analysis of the device revealed that the device failed to meet specifications; visual testing revealed a broken power port pin. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a forced or improper connection to the power port of the controller causing the pin to break. An internal investigation is ongoing to evaluate these types of issues. Additionally, fsca apr2015a was released to enable patients to recognize worn alignment guides that may damage connection pins. There are no known clinical factors that could have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): a backup controller and fully charged batteries must be available at all times for controller failures or malfunctions. The backup controller should be set with the same pump parameters and patient information as the primary controller any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117. The controller has not been received.

Event description:
It was reported by the vad coordinator that the controller had a port defect. The controller was exchanged and is being returned to the manufacturer for evaluation. No further information was provided.